Event description:
Champion af study it was reported that the patient experienced a transient ischemic attack. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 17.7mm. There were no patient complications that were reported to have occurred. The patient was discharged on aspirin (81mg) and apixaban (10mg). 1009 days post procedure the patient presented to the emergency room experiencing blurry vision and an unsteady gait. Computed tomography scan (CT) of the patients head was performed which was found to be within normal limits. Lab test was performed in response to the event and were unremarkable. The patient was diagnosed with having a transient ischemic attack. At the time of the event, the patient was on aspirin. The patient was hospitalized in response to the event and a neurologist was consulted for further evaluation. One day later the outcome of the event was considered to be resolved and on the same day, the patient was discharged home on aspirin.